Manufacturer narrative:
The reported issue that after the pc unit is powered on, it constantly goes into maintenance mode was not able to be confirmed; no product or device logs were returned for investigation. It was noted that the customer was informed to check the tamper switch boot cover and when it was massaged this resolved the issue. The file was opened to document the issue that was reported. The alaris pcu is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that after the pc unit is powered on, it constantly goes into maintenance mode. There was no patient harm. Although requested, no additional information was provided.